Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments on this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with a corneal ulcer of the right eye following bandage contact lens removal five days following treatment. The patient was referred out for treatment.